Event description:
A report was received that patient's pocket site is pink and painful. No infection was suspected at the pocket site. The patient was prescribed oral pain medication. No further course of action will be taken.